Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The routine 1 year follow-up imaging showed the presence of a type ia endoleak due to the aortic body stent graft being too small for the aortic vessel in combination with a significant juxtarenal angle. As of the date of this report, there has been no additional patient sequelae and no reported re-intervention.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
Based on a follow-up communication received from the case owner via the physician, a re-intervention was performed where a balloon expandable stent was placed at the level of the aortic body stent graft sealing rings successfully resolving the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.